Event description:
Customer reported blood glucose results of 329 mg/dl, 146 mg/dl, and 108 mg/dl within 10 minutes on the active system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. Strips not available for return, replacement system sent.